Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated. Although the event was reported on january 23, 2026, device logs showed no activity on that date and only recorded an external power disconnect alarm on (B)(6) 2026, consistent with removal of external power. Review of device logs, stress testing, and internal inspection found no abnormalities or indication that the unit stopped operating. However, the main battery failed testing on the cadex analyzer for intermittent battery, indicating unstable battery connection. While this could not be confirmed as the cause of the reported event, replacement of the main battery is recommended as a prescaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.